Manufacturer narrative:
Concomitant medical products: 121-267 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient's implantable pulse generator (ipg) was unable to establish telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.